Event description:
A pt was transported from the emergency room to critical care, upon arrival it was noted that the oxygen tubing had detached from the resuscitator housing. There was no pt compromise.